Event description:
The user was implanted on (B)(6) 2022. Hearing via direct stimulation of the device done the day after implantation was poor. The floating mass transducer (fmt) position was revised on (B)(6) 2022 but med-el was not informed of this procedure. The device was not tested prior to this revision surgery. The performance via direct stimulation was not so good but better than the initial attempt. The user reported that he was able to hear on 3 frequencies when stimulated with 100 db. On (B)(6) 2023 the user was seen at the clinic and he was not able to hear anything when using the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a mechanical damage to the conductive link. The fracture pattern indicates fatigue only but it is very unlikely for this short timeframe of being implanted. As no post-operative events (e.g. Trauma) have been reported, it's highly likely that mechanical strain was applied during initial and/or revision surgery. This is a final report.

Event description:
The user was implanted on (B)(6) 2022. Hearing via direct stimulation of the device done the day after implantation was poor. The floating mass transducer (fmt) position was revised and the performance via direct stimulation was not so good but better than the initial attempt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.